Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. The device was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. Inspection of both the outer and inner lumens, as well as tactile assessment of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a longitudinal tear in the mid-section. Additionally, microscopic examination identified that the shaft polymer extrusion was stretched from the distal tip. Bumper tip showed no signs of distal tip damage. Functional testing was performed using an encore inflation device. An attempt was going to be performed to inflate the balloon to 14 atmospheres as per instructions for use (IFU, however a longitudinal tear was identified in the mid-section of the balloon.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured at rated burst pressure (rbp). The balloon catheter was removed, and procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured at rated burst pressure (rbp). The balloon catheter was removed, and procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.